Manufacturer narrative:
According to the facility on (B)(6) 2022 a foley catheter became dislodged from a patient, and a new catheter was placed. Per the facility the original catheter was placed on (B)(6) 2022 and during hourly monitoring the facility noted that the catheter had dislodged, and the balloon was noted to have a 'small slit in it'. Per facility policy the balloon was not tested prior to insertion, but the full syringe was used to inflate the balloon. The device is available but has not been returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022 a foley catheter became dislodged from a patient, and a new catheter was placed.